Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j, batch 15082354, was received for evaluation. Visual inspection of the returned device found that a piece of white suture arrived detached from the button. Evaluation of the white suture, a presumable part of the loops, found frayed and rigid, which could indicate that the loops were pulled too hard until they broke. Evaluation of the white and blue sutures still attached to the button found that the white suture has a clear cut. No issues were observed with the blue suture. No sharp edges or issues were observed on the button. No functional testing was performed due to the damage to the device. The most likely cause for the reported failure is user error. Per dfu-0147-8 at revision 0. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.

Event description:
I was reported that during a dt4 surgery the tightrope ruptured during installation (clamping). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. The surgeon had to use a bio-composite screw (ar-4030c-09). It was not necessary to do a second surgery. Update avoe14-sep-2023 it was confirmed that all fragments were removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.